Event description:
Affiliate reported that the customer mentioned that his son hit him in the head with a toy, which is most likely the reason the valve setting mechanism is defective.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation it was noted that the cam pillar and cam was dislodged. As a result the cam position and pressure could not be determined. It was also noted that a small crack in the valve casing was found. It is possible that the crack may have been caused from some form of impact such as getting hit in the head with a toy as initially reported. A review of the device history records confirmed that this device conformed to the required specifications prior to distribution. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaints is closed.